Event description:
It was reported that an alarm related to an occlusion issue occurred repeatedly. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to perform various troubleshooting steps, but when the occlusion alarm persisted and the bolus delivery was unsuccessful, it was decided to replace the pump. Reportedly, the customer reverted to an alternate method insulin therapy.